Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that there was intermittent no output and vvi reset occurredseveral times.~~~~~